Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
Surgeon brought patient back to before I&d for left knee and swap poly.

Manufacturer narrative:
An event regarding a non-specific revision involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspections were not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as no lot details were provided. Complaint history review: not performed as no lot details were provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause.

Event description:
Surgeon brought patient back to before I&d for left knee and swap poly.